Event description:
Approximately five years ago, patient had acl surgery. Patient reinjured knee and imaging showed a foreign body (wire) measured 3.5 inches long in the posterior aspect of the thigh in the soft tissue. Physician believes the wire must have broken during surgery five years ago.what was the original intended procedure?acl reconstruction, meniscal debridement.device #1is this a laboratory device or laboratory test?no.